Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box data indicated no related alarms and no evidence of excessive battery usage. Cs 177 low battery warnings had occurred due to normal battery wear. There was no damage observed to the battery compartment. The returned battery cap was able to secure properly to the pump. During testing, current draws measured within specifications. The pump case was removed and no intermittent condition was found to the power circuit/flex. The complaint of a battery life issue was not duplicated during investigation. There was no defect found.